Event description:
Patient had soft swelling at one injection site, and reported some linear soft swelling lateral to injection sites. Physician prescribed a course of tapering doses of oral prednisone that was considered to be effective. The physician was unsure if the swelling was related to the product. Inamed's approach to compliance is to resolve all doubt in favor of reporting.